Event description:
Revision surgery - due to the patient suffering from a massive irreparable cuff tear that required a revision surgery to a reverse shoulder prosthesis. The surgeon removed the previous implants and the revision was performed as planned.

Manufacturer narrative:
The initial report indicated a revision surgery due to patient suffering from massive irreparable cuff tear. The revision surgery was completed successfully. The products associated with this event were not returned for examination. A review of the dhrs showed no ncmrs associated with the product. There is no information reported that showed a material, design, or manufacturing problem with the product. There was no information regarding patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The reason for revision surgery was identified as instability after 12 years of patient use. The root cause for instability was reported to be due to the rotator cuff tear.